Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a failure of c12 on the interface pcb assembly.

Event description:
It was reported that the device had no dc operation. There was no patient use associated with the reported event.